Event description:
The customer complained about inaccurate creatinine plus ver.2 (crep2) results for 5 patient samples. Of the 5 patient samples, two were erroneous. The results for one patient were reported outside of the laboratory. It is unclear which results correspond with this one patient. Clarification was requested. For patient 1 the initial crep2 result was 1.98 mg/dl. The repeat result was 0.59 mg/dl. It is not known which results were considered to be correct or which results were reported outside of the laboratory. For patient 2 the initial crep2 result was 1.18 mg/dl. The repeat result was 0.65 mg/dl with a data flag. It is not known which results were considered to be correct or which results were reported outside of the laboratory. No adverse event occurred. The crep2 reagent lot number was 608204-01. The expiration date was requested but not provided.

Manufacturer narrative:
It was determined the calibrator and the quality control values had been reassigned and the customer did not modify the values as required. A customer handling issue caused the erroneous results.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer indicated that the crep2 result of 1.98 mg/dl was reported outside of the laboratory. The physician questioned this result and asked for the test to be repeated on another analyzer.